Event description:
It was reported that pump battery depleted too quickly, causing repeated shutdowns. There was no adverse impact to the customer¿s blood glucose level. Customer turned off mobile connection, after which pump stayed on and displayed blood glucose readings without further shutdowns, used long-acting insulin temporarily, and planned to resume pump therapy once long-acting insulin wore off; technical support educated customer about pump settings after shutdown, advised continued monitoring, requested pump data upload via emailed link, and informed customer that pump replacement would be considered if shutdowns returned.